Manufacturer narrative:
There was no returned product that stated above was sent back to moog in (B)(4) for eval. Therefore, no way to find out the root cause. The complaint was not confirmed. In addition, the DHR review indicated zero defects in mfg in august 2011.

Event description:
Info received indicates the administration set was leaking at the connection site where the blue end cap is. The customer tried to get the sets back from the end user but they had already thrown them away. Drug medication for food being delivered: tpn 300.8 ml per hour.